Event description:
It was reported by service report that the footboard and head-end siderails had no electronic functions. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: malfunctioning cpu board hindered footboard and siderails electrical functions.